Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers (7.1, 7.2 & 3.1 row b) and tower doors failed. The field service engineer (fse) encountered an open failure error on auxiliary drawer 7.2. Upon inspection, the rear hard stops on drawers 7.1 and 7.2 had been found loose due to abuse and had been tightened. The fse had reseated all rear connections for both drawers and had adjusted all rear screws for all drawers, which had been misaligned and loose due to abuse. Additionally, the fse had addressed row b errors in drawer 3.1 by reseating all row board connections. After performing these tasks, all systems were tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers and tower doors failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user was unable to dispense medications due to the involvement of multiple drawers. There were no adverse events or injuries reported based on this event.